Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. The device was tested on the bench and reset errors had occurred and caused device to go into backup operation. The cause of the bvvi was due to xena ic cold temperature sensitivity.

Event description:
This report is to advise of an event observed during analysis.